Manufacturer narrative:
The lot was manufactured august 22, 2017 - august 23, 2017. The device was received for evaluation containing 240ml of flucloxacillin (8000 mg) and sodium chloride 0.9% solution in the bladder. A functional flow rate test was performed with the 240ml of contents inside the device bladder. During the function flow rate test, the drug fluid was observed to be dripping unusually slow at the device distal luer and was flow rate was not with in the product flow rate specification. The drug fluid was noted to be slightly viscous. After the drug fluid was emptied from the device bladder, a functional flow test was performed again using 5% dextrose solution (d5w). During this flow rate test, the dripping of d5w was observed to be normal at the device distal luer. The reported condition was verified. The cause of the reported condition was due to the viscosity of the flucloxacillin which caused the device¿s flow rate to be slower than normal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device had not emptied completely after the expected 24 hours of therapy. The device had been filled with flucloxacillin in 0.9% sodium chloride solution. The patient¿s peripherally inserted central catheter (PICC) line was reported to flush and work appropriately with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.